Manufacturer narrative:
An event of moderate paravalvular leak was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including specification for radial force. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note that per the instructions for use, prior to release, use appropriate imaging to ensure the struts at the inflow (lvot) portion of the valve are aligned and confirm the depth of the implant is approximately 3 mm (0.12 in.).

Event description:
N/a

Event description:
It was reported that on 01 august 2023, a 25mm navitor valve was successfully implanted, with an implant depth of 12mm non-coronary cusp (ncc) and 12mm left coronary cusp (lcc). However, it was noted that a remaining moderate paravalvular leak (pvl). The sizing of the annular dimensions of the native valve was measured to be 25.8x20.4. The circumference of valve ring diameter was measured to be 71.8mm. It is thought that navitor seal is not functioning well because the placement depth upon release was deeper. There was no calcification extending beneath the aortic annular plane in the interventricular septum. At a later day, echocardiogram confirmed that the pvl improved to mild, and the patient's condition is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.